Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure performed in 2009. According to the complainant, two to three biopsy samples were retrieved successfully. Upon attempting to retrieve the next sample, resistance was encountered when withdrawing the forceps out of the scope. The forceps and scope were removed in tandem, and it was noticed that one jaw remained open while one was closed. The device was removed from the scope by cutting off the head of the forceps. The procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. After the procedure, the patient was given a chest x-ray to ensure that there were no metal fragments left behind, which was negative for metal fragments. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.